Manufacturer narrative:
(B)(4). As the requested information has not been received, this complaint will be closed due to lack of information. The complaint will be re-opened if requested information or any new relevant information is received. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
As stated by the field service technician, the error message "er08" occured on hl 20 device during service. No patient involvement (B)(4).